Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a proximal type ia endoleak. Additional information received confirmed that a CT with contrast identified a type ia endoleak. The aneurysm diameter was noted as 79mm. A secondary endovascular procedure was performed to resolved the type ia endoleak. A valiant proximal extension was placed and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. Per the physician's statement the cause for the type ia endoleak is aneurysm expansion and extension into the left subclavian.